Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot number was unavailable. The UDI for the device is not available since the device lot/serial number is unavailable.

Event description:
It was reported that the patient has a possible endoleak. Review of first post op scan (dated june (B)(6) 2020) and it was compared to scan on (B)(6) 2020. It appears the proximal graft has migrated approximately 5mm. A reintervention is scheduled to occur on (B)(6) 2020.

Event description:
Reportedly, on an unknown date, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis. On (B)(6) 2020, the patient underwent a reintervention. The field sales associate reported there was a type ii endoleak and the aneurysm sac had enlarged (amount of enlargement is unknown) and that is the cause of the migration. The patient tolerated the reintervention.

Manufacturer narrative:
Additiion post implant computed tomography (cta) images dated (B)(6) 2020, were sent to gore imaging services for evaluation. Per the evaluation one time-point is available for evaluation (post-implantation cta dated (B)(6) 2020. Cannot confirm device migration with one time-point. The length from the left renal artery to the proximal circumferential device appears to be approximately 8.8mm. Size of abdominal aorta at proximal landing zone, diameter just distal to the left renal appears to be 19.1mm. Diameter approximately 8mm distal to the left renal appears to be 22.1mm. Diameter 15mm distal to the left renal appears to be 25.5mm. There appears to be an approximately 27-degree aortic angle at the proximal implantation site. There appears to be contrast pooling in the posterior aneurysm sac. Overlap of the contralateral limb proximal to the contralateral gate appears to be approximately 3cm and extends into the lci. Overlap of the ipsilateral limb and the contralateral limb appears to be approximately 4.3cm and extends into the rci. Gore imaging services cannot confirm origin of contrast outside the implanted devices with available imaging. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak and aneurysm enlargement. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.